Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "discomfort in groin area, bending over sharp pain like pinching, charlie horse like feeling." Report from CT (computed tomography): "there is an inferior vena cava filter present. The proximal tip of the filter is at the level of the main renal vein. The filter is slightly tilted with the proximal tip of the filter tilted slightly towards the left and slightly anteriorly. The proximal tip of the filter comes into very close proximity to the anterior wall of the inferior vena cava near the level of the renal veins. The four long legs of the ivc filter are seen to protrude beyond the wall of the inferior vena cava by maximum amounts of approximately 9-10 mm. One of the anterolaterally directed legs is seen to contact the dorsal margin of the second portion of the duodenum. Whether or not this actually may slightly extend beyond the serosa of the second portion of the duodenum is not ascertainable on this exam. One of the anteriorly directed legs contacts the dorsal margin of the inferior portion of the head of the pancreas. One of the posteriorly directed legs contacts the anterior margin of the right psoas major muscle. The second posteriorly directed leg comes into close proximity to the anterior margin of the vertebral column."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: organ perforation, discomfort, and pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported discomfort/pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2008, and approximately 10 years and 5 months later, the patient underwent a computed tomography (CT) scan which revealed the inferior vena cava (ivc) filter had moved since its implantation. The CT scan indicated several filter struts had perforated through [the patient's] ivc wall and were abutting the patient's pancreas, psoas muscle, and vertebra. The CT scan also noted that the filter was tilted. Hospital and medical records have been requested, but not yet provided.